Manufacturer narrative:
Investigation summary: two photos were provided. One photo shows the syringe connected to a device. From the photo it is not clear what is the issue or what is limiting the ability to get the connection done. The other photo shows a piece of filth inside the packaging. The filth looks like a piece of material from the conveyor or rubber from an equipment gasket. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9149641 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: it could have happened during the syringe packaging process. The filth looks like a piece of material from the conveyor or rubber from an equipment gasket. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of syringe 20ml ll s/c 48 experienced the tip/luer of syringe cracked/damaged/deformed/bent which was noted during use. The following information was provided by the initial reporter: material no.: 302830 batch no.: 9149641. Per email: so recently we have had two issues with the 20ml bd syringe. One being for lot 9149641, there are some bd syringes in certain sizes that our current closed system device (spiros) doesn't seat properly, usually requires 1.5-2 threads. This recently caused an issue when administering the chemotherapy doxorubicin by drug residually pooling in the hub of the syringe/base of the spiros. Luckily this did not result in a leak but it eventually will as we saw with the bd line before with spiros. My ask is can we bring in another 20ml syringe based on what we can get for oncology pharmacy in the north. And I am asking this cause I know the bd line was chosen based on the syringe pump use and I do not want to take away from that since we rarely use a syringe pump in oncology but it is widely used elsewhere. My concern is to compound and deliver hazardous medication without complications which we know has been shown with some bd syringes and ICU medical cstds.